Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received a higher capillary reading of 96 mg/dl when compared to a venous lab test of 56 mg/dl. When the values were plotted onto a clarke error grid, the results fell within the "d" zone which is considered clinically significant.